Event description:
It was reported during an unknown procedure the staples came out of the ppw35 unevenly. Another ppw35 was opened with the same result. A 3rd stapler was opened and worked fine. Only one stapler is being returned. There was no consequence to the patient.